Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. No complaint was received on lot#3g03453 and this type of issue to october 10, 2024. The percentage of affected pieces against lot is (B)(4). This complaint was presented to the complaint review board on october 10, 2024. No harm reported. It is not possible to confirm the issue from the photograph and the provided information. Attendees decided that no further action is required. Operators will be retrained according to g708002 education and training of production personnel and the issue will be presented to operators according to wi-001366 qa data visualization. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 18 of 20. E.1:complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user states "about one in five of them (one per strip of five connected catheters) and this morning two so far in one strip have holes that are very sharp." Photos depicting the reported complaint issue were provided by the complainant.